Event description:
It was reported that there was a loss of stimulation and therapeutic effect. It was noted that diagnostic testing and troubleshooting included impedance testing and reprogramming. It was noted that patient had been admitted to the hospital on (B)(6) 2013 due to a sudden exacerbation of her tremors. There was an onset of increased bilateral limb tremor and head tremor. The reporter stated that the device was checked, all circuitry was normal, and there was a slight elevation on two settings in the left hemisphere ¿ the case and 0 at 3135 ohms and 0 and 3 at 4213 ohms. Therapy impedances were normal. It was reported that the patient¿s tremor was refractory on the current settings, but it was ¿still better than before she had the surgery.¿ the patient was reprogrammed and was able to get improved tremor control utilizing interleaving sequences on both hemispheres. It was noted that the patient and her husband were pleased. It was reported that the patient tested positive for a urinary tract infection and no one was sure if that¿s what brought on the onset of tremors. The patient had a reported history of urinary tract infections. It was noted that the patient was getting discharged from the hospital on the day of the report and would be seen by her doctor in a few months. The reporter stated that the new setting provided the patient the ¿best tremor control she¿d had in over a year.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consume's family indicated that issue was resolved by reprogramming by rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.